Manufacturer narrative:
(B)(4). Concomitant medical products: 27914, lag screw guide wire 3.2x460mm, 980630. 27914, lag screw guide wire 3.2x460mm, 765620. 27984, 4.3mm crowe point twist drill, 809470. 41010, calibrated drill 4.3mm, 809760. 14-440115, ankle locking nail 10 x 150mm, 980500. 14-440118, ankle locking nail 10 x 180mm, 518700. 14-405046, ti-dble lead cort 5.0x46mm scr, 729640. 14-405065, ti-dble lead cort 5.0x65mm scr, 670000. 14-405028, ti-dble lead cort 5.0x28mm scr, 374520. 14-405050, ti-dble lead cort 5.0x50mm scr, 783290. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02314 and 0001825034-2019-04548.

Event description:
It was reported that patient sustained mechanical breakage of nails in the post operative period. Attempts were made to gain more information however, no information was received.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the radiographs show a fracture. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.